Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 977932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included lower abdominal pain, vaginitis, galactorrhea, night sweats and dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2017 for heavy periods. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain-left side"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding ( menorrhagia),"), urinary tract infection ("uti"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression ") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). The patient was treated with surgery (she had hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the urinary tract infection, alopecia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: 43081 (as per pfs.). Insertion details: essure device deployed in both tubes without difficulty; 3 coils left on patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients¿ medical record confirming: vaginal haemorrhage. Lot number: 977932 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 977932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included lower abdominal pain, vaginitis, galactorrhea, night sweats and dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2017 for heavy periods. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain-left side"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding ( menorrhagia),"), urinary tract infection ("uti"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression ") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). The patient was treated with surgery (she had hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the urinary tract infection, alopecia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: 43081 (as per pfs.). Insertion details: essure device deployed in both tubes without difficulty; 3 coils left on patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients¿ medical record confirming: vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal). Medical history, concomitant conditions, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression "). The patient was treated with surgery (she had hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the urinary tract infection, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: date(s) of removal: 43081 (as per pfs.). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. New events added- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), uti, hair loss, anxiety, depression. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.